Manufacturer narrative:
After further evaluation, this submission was filed on the incorrect manufacturing site in section d and section g 1.2. Manufacturing site for devices - abbott laboratories, 100 abbott park road, abbott park, il 60064-3500, USA. A new submission MDR number 3016438761-2020-00181 has been submitted and all further information will be documented under that MDR number.

Manufacturer narrative:
Patient identifier multiple = (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There was no additional patient information provided due to privacy issues.

Event description:
The customer reported falsely elevated bicarbonate (co2) results for the past month on patient samples on the architect analyzer. The customer provided two examples of results: on (B)(6) 2020 (B)(6) initial = 40mmol/l / retest twice = 20mmol/l (normal range 22-29mmol/l). There was no reported impact to patient management.